Event description:
It was reported that prior to use when checking the balloon, the balloon could not be inflated. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.